Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: on (B)(6) 2013, a patient underwent surgery for a fracture of the distal radius. The patient had the bone healing, so the surgeon removed the implant on (B)(6) 2013. It was reported that the variable angle locking screw was broken between the head and the shaft. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation of the complained locking screw shows that the head broke off. Further the shaft thread is slightly damaged. This is indicative of too much applied torque and applied friction between the screw and plate causing this breakage during the removal process. No product fault could be detected.